Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC leaked which may have been due to excessive force applied to the PICC when it was blocked. Placement of a new PICC was required. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 5fr t/l powerpicc hf catheter (in two segments). The sample contained usage residue throughout. Microscopic examination of catheter found that it had been cut between the molded joint and 0cm depth markings. Gross visual, and further microscopic, evaluation of the device found no potential leakage source related to the complainant event. Functional testing using water and a 12ml syringe confirmed that both segments of the catheter were patent to infusion but no leakage occurred. Further flow testing included pressurizing the catheter with the same syringe and manipulating the interfacing components of the catheter and this testing also resulted in no leakage. As the catheter did not leak during testing, and no potential leakage source was identified during the evaluation, the complaint was unconfirmed. A hand-written note from the clinician indicated that the catheter was difficult to infuse approximately one month post insertion and that forceful injection of the catheter was attempted but was unsuccessful. No damage was seen which was consistent with over-pressurization of the catheter and was not suspected to have contributed towards the complainant event. The complainant had also indicated that leakage occurred at the insertion site. A perceived leak could be explained by the formation of a fibrin sheath at the catheter tip and subsequent redirection of injection fluids back through the insertion site. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that a PICC leaked which may have been due to excessive force applied to the PICC when it was blocked. Placement of a new PICC was required. There was no reported patient injury.